Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)displayed mid:09 (air trap assembly) upon powering up," was confirmed during the functional testing and event log review. During the investigation, dried saline traces were noted on the air trap sensor block and its printed circuit (pc) board, resulting in air trap failure. The possible cause for the saline traces on the air trap sensor block and its pc board could be due to a start-up kit leak or an overflow of saline into the air trap chamber. There was no recent history of complaints reported by the customer for the suk leak. Upon visual inspection, no physical damage was observed. The event log review indicated a mid:09 error, thus, confirming the customer's reported complaint. The thermogard system failed functional testing due to the mid:09 error displayed upon powering up, thus, confirming the customer's reported complaint. The air trap sensor block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the device check, the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) upon powering up. No patient involvement.